Event description:
The customer reported that the mp30 monitor, mounting arm and wall channel fell from the wall.

Manufacturer narrative:
(B)(4). It was reported to philips that the mp30 monitor, mounting arm and wall channel fell from the wall. The hospital biomedical engineering mgr also noted that this was not a philips issue, as it was related to the installation of the wall channel (not installed by philips). There was no device of mount malfunction. This is related to incorrect installation of the wall channel by the hospital (or hospital contractor). Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.